Event description:
It was reported that when the patient presented in the clinic for routine follow-up, an alert for high, out of range, pacing lead impedance was observed. Loss of sensing and pacing were also noted. The lead was capped and the device downgraded to a pacemaker as an ICD was no longer needed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 12.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.